Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient and trainer experienced a pairing failure between a dexcom g7 sensor and the ilet, while glucose values were available in the dexcom mobile app; customer care guided a device restart and sensor selection toggle (g7 to g6 to g7), after which the user confirmed resolution and no further concerns. Symptoms included no adverse health effects. Outcomes included no change in glycemic status, no injury, and no hospitalization. Investigation included remote troubleshooting and user education. Investigation of this case revealed a temporary connectivity or configuration issue between the cgm integration pathway and the ilet that resolved with restart and reconfiguration, with no hardware component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was user interface or configuration-related use error that was remediated through standard troubleshooting.